Manufacturer narrative:
Results: the cat6 was kinked approximately 62.0, 66.0, 67.0, and 72.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed that the catheter was kinked. If the cat6 is forcefully manipulated during use, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) from an indigo system aspiration catheter 6 kit. During the procedure, the cat6 appeared to be clogged. The physician decided to remove the cat6 and found that it was kinked mid-shaft. The cat6 was therefore removed from the procedure and was no longer used. The procedure was completed using another cat6. There was no report of an adverse effect to the patient.